Event description:
A sterile processing and distribution, spd, technician set up a sterilization load as normally done. When the load was complete, the spd technician observed that one package contained an integrator which had bled through the package, thereby compromising the paper side of the the package and rendering the contents contaminated. The technician reprocessed the package. There was no contact with patient.